Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and was unable to reproduce the error. As a precautionary measure, the se replaced the exhalation transducer printed circuit board (pcb). The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator had a ventilator inoperable condition and the device stopped cycling during testing. The ventilator was not in use on a patient at the time the malfunction occurred.